Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, the patient was pre-operatively diagnosed with l5 spondylolysis with grade I l5-s1 spondylolisthesis. And underwent the following procedures : bilateral l5-s1 laminectomies. L5-s1-fusion using cage interbody anteriorly and percutaneous pedicle screw rod fixation posteriorly. Bone grafting using autologous bone plus rhbmp-2 bone graft. Monitoring of fluoroscopy. As per the op-notes: ¿rhbmp-2graft was prepared on collagen sponge. A trial 8x22 mm cage was tried and was appropriate. After the space was prepared it was filled with autologous bone taken from the lamina as well as rhbmp-2 graft. An 8x 22mm cage was then gently tapped and countersunk in good position. The l5 ans s1 nerve root were followed within their intervertebral foramina and were now well decompressed. A good stable construct in the interbody space was accomplished. The paraspinal musculature was retracted further laterally exposing the transverse processes of l5 in the sacrum. These were decorticated and autologous bone plus rhbmp-2 was placed posterolaterally.¿ postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.